Event description:
Problem encountered with needle introducer assembly on bard groshong 4f kit product #7715407 lot #36ci6620. Needle and sheath separate making it difficult to advance introducer into vein. Introducer sheath will not penetrate vessel wall potentially causing damage to vessel.